Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced extrusion and infection. The physician reported that the prosthesis was implanted and soon after there was an infection of it. A surgical procedure was performed during which the existing ipp was removed. No appointment has been scheduled for a new implant. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The event date was not provided; therefore, 12/01/2024 was used as the approximate event date.